Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information on resetting the pump and assisted with the reset. After resetting, the issue did not recur, and the customer was advised to continue using the pump and to call back if the malfunction code appeared again.